Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Follow-up confirmed this patient transitioned to in-center hemodialysis on (B)(6) 2020 due to an unspecified infection obtained while on pd therapy. There were no records available for additional information and attempts to follow-up with the patient and the pd clinic were unsuccessful. The type and cause of infection was unknown. Furthermore, it was unknown if the modality change was due to the patient choice, lifestyle, or the infection itself.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search was performed on the products shipped to the patient for the three (3) month time frame prior to the approximate event occurrence date. This search yielded no results, and therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency related to the reported infection.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Follow-up confirmed this patient transitioned to in-center hemodialysis on (B)(6) 2020 due to an unspecified infection obtained while on pd therapy. There were no records available for additional information and attempts to follow-up with the patient and the pd clinic were unsuccessful. The type and cause of infection was unknown. Furthermore, it was unknown if the modality change was due to the patient choice, lifestyle, or the infection itself.